Event description:
It was reported that there were high impedances on 5 of 8 electrodes on one lead (>10000). There were three good leads, but the patient only used two due to the third one giving too much rib stimulation. An x-ray on (B)(6) 2012, showed no broken leads. The patient recently had a major fall off of a ladder. The patient was reprogrammed and seemed to be doing fine, but may need a lead revision to restore due to the lack of stimulation on the electrodes that are high.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n310817, implanted: (B)(6) 2011, product type screening device; product ID 3550-39, lot# n305414, implanted: (B)(6) 2011, product type accessory; product ID 3550-14, lot# n288911, implanted: (B)(6) 2011, product type accessory; product ID 3550-14, lot# n296062, implanted: (B)(6) 2011, product type accessory. (B)(4).